Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint not confirmed. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000999, item name: g7 screw 6.5mm x 30mm, lot # 3654047; 010000999, item name: g7 screw 6.5mm x 30mm, lot # 6256955; 010000664, item name: g7 pps ltd acet shell 54f, lot # 6507841, 010000747, item name: g7 neutral arcomxl lnr 40mm f, lot # 6524566; 31-323220, item name : 3.2mmx20mm rnglc+ acet drl bit, lot # 491300; 31-323230, item name: 3.2mmx30mm rnglc+ acet drl bit, lot # 909190; 00771100710, item name : femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset reduced neck length, lot # 64204788. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device discarded at hospital.

Event description:
It was reported the wrong femoral head size was implanted in patient. The incorrected device was removed from patient, and correct size was implanted. No further information is available at the time of this reporting.